Event description:
"Clinic reported a blood leak on a polyflux 10l dialyzer during a hemodialysis treatment. There was no report of any blood loss or medical intervention."

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.